Event description:
Pt was on gyn stretcher in upright position. Pt states they shifted their weight forward and when they did this the bottom of the bed disengaged and the pt fell to the floor landing on their right side. Pt was evaluated by a physician and diagnosis was lumbosacral contusion and cervical strain.